Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with broken battery tube threads. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that crack to thee battery and chipped off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.